Event description:
The user reported: patient was connected to oxylog 3000+ with CPAP mode with full face mask. The doctor who was called noticed that the device had no ventilation function and no alarm on the display, and then switched to bipap mode. Here too, the device showed no ventilation function and no alarm. The patient turned blue during the ventilation problems. The patient was then transferred to the intensive care unit and connected to another ventilator.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The affected ventilator was available for examination in the manufacturer repair shop. The examination included a device self-test, a complete functional test according to manufacturer specifications and simulated ventilation on a test lung. No deviations or abnormalities with regard to the ventilation function were found. In further hardware analysis, a faulty battery fuse on the charger pcb was identified, but this did not lead to any errors in the test. The logbook shows that this battery fuse also has not led to any errors for the customer yet either, as otherwise corresponding entries would be present. The logbook entries show that on february 14, 2024, between 1:00 p.m. (Device system time) and 1:12 p.m., ventilation was carried out in CPAP mode. At 1:10 p.m., ventilation was temporarily switched to bipap mode for 40 seconds and at 1:12:23 p.m. The device was switched off by the user. During the ventilation phase, the alarms "paw low" (1:00:42, 1:00:55, 1:06:58, 1:10:22), "apnea" (1:00:43, 1:02:55, 1:04:00, 1:08:08), "mve low" (1:03:48) were recorded. Since the optical and acoustic alarm functions worked flawlessly during the device check, we cannot confirm the reported missing alarm. The reported missing measurement values could be caused by flow measuring lines that are not fully connected, which direct a measuring flow from the hose system to the device. This would be detected as part of a device test, which should be carried out after changing the breathing hose before use in accordance with the instructions for use. The last device test was successfully carried out 8 days before the incident on (B)(6). After the incident at 1:44 p.m., a device test was successfully carried out; however, it is unknown if the same circuit was used as during the incident. Based on the investigation, we confirm that the user was having difficulties ventilating the patient during the incident. There is no indication of any device malfunction during the incident, and based on the data available, the device alarmed the ventilation situation as specified. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
The user reported: patient was connected to oxylog 3000+ with CPAP mode with full face mask. The doctor who was called noticed that the device had no ventilation function and no alarm on the display, and then switched to bipap mode. Here too, the device showed no ventilation function and no alarm. The patient turned blue during the ventilation problems. The patient was then transferred to the intensive care unit and connected to another ventilator.